Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the hex-tip on the returned instrument was confirmed to be broken. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the main cause of the breakage was determined to be the incorrect heat treatment of the torsion shaft material which resulted in embrittlement. Other identified contributing factors are: poor manufacturing leads to a weaker hex-tip, design geometry and user-error.

Event description:
It was reported that during the revision surgery, the tip of torque wrench broke when surgeon tightened a blocker. The surgeon removed the broken tip.

Event description:
It was reported that during the revision surgery, the tip of torque wrench broke when surgeon tightened a blocker. The surgeon removed the broken tip.